Manufacturer narrative:
Capsule contracture baker grade 3 was reported as the reason for explantation.

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture baker grade 3 was reported as the reason for explantation.

Event description:
Capsule contracture.